Manufacturer narrative:
The device was not returned for product analysis because the user was able to resolve the issue and the programmer remains in service at the healthcare facility. Boston scientific performed an investigation with the available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the most common cause of the touchscreen becoming unresponsive during use was the water detection feature within the programmer liquid crystal display (lcd) touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Boston scientific investigation also identified additional potential causes independent of the water detection feature. These include a variety of unrelated root causes such as hardware, environmental, software, and user-related causes that can be intermittent and not reproducible during laboratory analysis.

Event description:
It was reported that this programmer displayed a black error screen with a coding error, during interrogation of a cardiac resynchronization therapy defibrillator (crtd) device. Programmer was rebooted, successfully resolving the interrogation issue. During the left ventricular (lv) threshold test, the screen became unresponsive, and the test seemed to continue indicated by the persistent beeping sounds, despite the test being ended. Approximately 20-30 seconds later, the screen resumed normal functioning, displaying a measured threshold of 0.1v (volts), which confirmed that the test was still in progress. Same issue occurred when the lv threshold test was rerun. Based on technical services (ts) review, the interrogation issue is suspected to be related to the application which may have arisen while switching devices for interrogation. Ts provided troubleshooting and advised the interrogation issue should be resolved upon rebooting. This programmer remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating ts reviewed the data and it was determined that the black error screen was likely attributed to app startup issues, which occurred because the device application took more than 55 seconds to load, resulting in the display of the black screen. The technical support (ts) team was uncertain whether this was the initial attempt following the recent updates. It was also observed that smr-5 had received a firmware (fw) update, suggesting that the delays in the app's startup could be linked to the recent fw upgrade. This programmer remains in service and no adverse patient effects were reported.

Event description:
It was reported that this programmer displayed a black error screen with a coding error, during interrogation of a cardiac resynchronization therapy defibrillator (crtd) device. Programmer was rebooted, successfully resolving the interrogation issue. During the left ventricular (lv) threshold test, the screen became unresponsive, and the test seemed to continue indicated by the persistent beeping sounds, despite the test being ended. Approximately 20-30 seconds later, the screen resumed normal functioning, displaying a measured threshold of 0.1v (volts), which confirmed that the test was still in progress. Same issue occurred when the lv threshold test was rerun. Based on technical services (ts) review, the interrogation issue is suspected to be related to the application which may have arisen while switching devices for interrogation. Ts provided troubleshooting and advised the interrogation issue should be resolved upon rebooting. This programmer remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for product analysis because the user was able to resolve the issue and the programmer remains in service at the healthcare facility. Boston scientific performed an investigation with the available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the most common cause of the touchscreen becoming unresponsive during use was the water detection feature within the programmer liquid crystal display (lcd) touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Boston scientific investigation also identified additional potential causes independent of the water detection feature. These include a variety of unrelated root causes such as hardware, environmental, software, and user-related causes that can be intermittent and not reproducible during laboratory analysis.

Event description:
It was reported that this programmer displayed a black error screen with a coding error, during interrogation of a cardiac resynchronization therapy defibrillator (crtd) device. Programmer was rebooted, successfully resolving the interrogation issue. During the left ventricular (lv) threshold test, the screen became unresponsive, and the test seemed to continue indicated by the persistent beeping sounds, despite the test being ended. Approximately 20-30 seconds later, the screen resumed normal functioning, displaying a measured threshold of 0.1v (volts), which confirmed that the test was still in progress. Same issue occurred when the lv threshold test was rerun. Based on technical services (ts) review, the interrogation issue is suspected to be related to the application which may have arisen while switching devices for interrogation. Ts provided troubleshooting and advised the interrogation issue should be resolved upon rebooting. This programmer remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating ts reviewed the data and it was determined that the black error screen was likely attributed to app startup issues, which occurred because the device application took more than 55 seconds to load, resulting in the display of the black screen. The technical support (ts) team was uncertain whether this was the initial attempt following the recent updates. It was also observed that smr-5 had received a firmware (fw) update, suggesting that the delays in the app's startup could be linked to the recent fw upgrade. This programmer remains in service and no adverse patient effects were reported. Following the incident, further details emerged regarding a routine device follow-up and a threshold test. During this process, the programmer screen became unresponsive, leading to an inability to cancel the threshold test on a patient without an underlying rhythm. In response, the programmer was promptly disconnected from the power source to terminate the connection and restore normal device functionalities. The patient reported experiencing dizziness; however, no additional adverse effects were observed. Upon shutting down the programmer, the software error code "code 9f000-26f3f-0661 app 3909 (2.02)" was noted. Programmer is expected to be returned for faults.

Event description:
It was reported that this programmer displayed a black error screen with a coding error, during interrogation of a cardiac resynchronization therapy defibrillator (crtd) device. Programmer was rebooted, successfully resolving the interrogation issue. During the left ventricular (lv) threshold test, the screen became unresponsive, and the test seemed to continue indicated by the persistent beeping sounds, despite the test being ended. Approximately 20-30 seconds later, the screen resumed normal functioning, displaying a measured threshold of 0.1v (volts), which confirmed that the test was still in progress. Same issue occurred when the lv threshold test was rerun. Based on technical services (ts) review, the interrogation issue is suspected to be related to the application which may have arisen while switching devices for interrogation. Ts provided troubleshooting and advised the interrogation issue should be resolved upon rebooting. This programmer remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating ts reviewed the data and it was determined that the black error screen was likely attributed to app startup issues, which occurred because the device application took more than 55 seconds to load, resulting in the display of the black screen. The technical support (ts) team was uncertain whether this was the initial attempt following the recent updates. It was also observed that smr-5 had received a firmware (fw) update, suggesting that the delays in the app's startup could be linked to the recent fw upgrade. This programmer remains in service and no adverse patient effects were reported.